Event description:
It was reported that the pump was alarming 'cassette not attached properly' but appeared to be connected well. Per reporter, the clamp was closed, and cassette was removed/reattached, but the alarm persisted. Reporter stated they performed a hard reset but the alarm persisted. Troubleshooting was unsuccessful and the pump was powered off. The event occurred while in use with patient at patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc d9: date returned to mfg; 7/12/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found during investigation that the air detector was detached and downstream occlusion(dso) seal was delaminated. Both the air detector and dso seal was replaced.